Event description:
A ventilator was returned to the distributor for service. There was no allegation of device malfunction. During initial evaluation of the device at the distributor, a service required alarm condition was observed. The device¿s motor blower was replaced to address the issue.